Event description:
Vns patient was unable to speak above a whisper and unable to drink liquids that are not thickened since vns implant. The patient reportedly pulled out et tube postoperatively while in recovery. Further follow-up with treating neurologist revealed that the patient has probable vocal cord injury secondary to intubation. Stimulation has been initiated and the patient has been referred to neurosurgeon for follow-up. Investigation to date has been unable to determine whether the patient has been diagnosed with vocal cord paralysis.